Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead was not providing an adequate stimulation coverage. The patient underwent a revision procedure wherein two linear leads were added to the existing paddle lead. The patient was doing well post operatively.